Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump received with cracked battery tube threads, cracked case battery tube, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).